Manufacturer narrative:
Correction b5: the customer reported there were two (2) cuts in an unknown tubing of the amia automated pd cycler set (reported as a single cut in the tubing on the initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had cut in the tubing. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.